Manufacturer narrative:
Eval: results: the complaint of "invalid impedance" was not confirmed. The returned octrode (3086) lead body was clear, no kinks or broken wires were observed. Both the stimulation and terminal and contacts were in good condition, and passed electrical testing. The returned octrode 3086 lead exhibited normal device characteristics. Stylet had no abnormal bends, and could be inserted without any difficulties. Concerning the issue of discomfort, this issue could not be analyzed through product testing alone. No functional or physical anomaly was observed that would contribute to the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2014. The trial lead was placed and intra-operative testing indicated invalid impedance readings. The lead was repositioned and the issue persisted. The physician relocated the lead and the issue still persisted and the pt began to experience pain in the right foot and abdomen. The physician removed the lead and abandoned the procedure. Follow-up info indicated the pain the pt experienced during the trial procedure has resolved.